Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Pt reported to physician that he was having battery site pain that made it very difficult to recharge, so the pt told the physician that he had not been using the stimulator for months because it hurt too much to recharge, even though the stimulator provided greater than 50% pain reduction. The rep was made aware of these details, day of the pocket revision surgery, (B)(6) 2024, as well as that the battery would be replaced as well, so the pt wouldn¿t have to come back in 3yrs to have battery replaced when at eos. The physician stated that the insurance did approve early replacement. The battery site pocket was successfully revised and new battery implanted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.